Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as line contamination - patient kicked line. The peritonitis was manifested by cloudy fluid. The patient was hospitalized due to the event and treated with vancomycin (at a dose of 30 mg/l, intraperitoneal, discontinued after 14 days) for the event. Four days after hospital admission, the patient was discharged. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.